Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review was not possible. The root cause of the reported dull knife causing wide incisions was unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgeon indicated the blades were dull and he had to use too much pressure on them during the procedures. There was no harm to the patients and no product samples were retained. No additional information is expected.